Manufacturer narrative:
The lens was received and is currently under evaluation, results are pending. Prior to release to the market the lens met all manufacturing specifications. Based on the initial report of incorrect diopter implanted, we have no reason to suspect the lens was the cause of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 17.5 d. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the physician decided the incorrect diopter multifocal intraocular lens was originally implanted. One week after initial surgery he removed and replaced the lens with a higher diopter lens of the same model. No patient injury occurred.